Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient (gravida 7, para 6) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety, depression, multi gravida, parity 6 and premature birth. Concomitant products included alprazolam (xanax), amlodipine and ibuprofen. On (B)(6) 2002, the patient had essure inserted. In 2003, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), anxiety ("anxious/ anxiety"), rash ("dark rash/breakout/ dark skin rash"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pollakiuria ("more frequent urination"). In 2007, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced anaemia ("anemia") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with iron, paracetamol (tylenol) and surgery (undergo a hysterectomy, left salpingo-oophorectomy, and right salpingectomy with removal of device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, anxiety, depression, female sexual dysfunction, pollakiuria, migraine, headache, nausea, dyspareunia, uterine leiomyoma, fatigue, weight increased and abdominal pain outcome was unknown and the genital haemorrhage, anaemia, vaginal discharge, rash, alopecia, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal heavy bleeding, anemia, vaginal discharge, pelvic pain, and painful menstruation, among other symptoms. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following one were described in patient¿s medical records: uterine fibroids, menorrhagia, anemia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient (gravida 7, para 6) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety, depression, multi gravida, parity 6 and premature birth. Concomitant products included alprazolam (xanax), amlodipine and ibuprofen. On (B)(6) 2002, the patient had essure inserted. In 2003, the patient experienced abortion spontaneous (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), anxiety ("anxious/ anxiety"), rash ("rashes or skin conditions type: dark rash/breakout/ dark skin rash"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pollakiuria ("more frequent urination"). In 2007, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced anaemia ("anemia") and uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depressed"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with iron, paracetamol (tylenol) and surgery (undergo a hysterectomy, left salpingo-oophorectomy, and right salpingectomy with removal of device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, anxiety, depression, female sexual dysfunction, pollakiuria, migraine, headache, nausea, dyspareunia, uterine leiomyoma, fatigue, weight increased and abdominal pain outcome was unknown and the genital haemorrhage, anaemia, vaginal discharge, rash, alopecia, vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal heavy bleeding, anemia, vaginal discharge, pelvic pain, and painful menstruation, among other symptoms. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: uterine fibroids, menorrhagia, anemia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs and medical record received. Reporter's information were updated. Events added: pregnancy (stillbirth or miscarriage), pregnant with essure micro insert, device ineffective, apareunia, dark rash/breakout, migraines, headaches, nausea, dyspareunia, fibroids, fatigue, weight gain, hair loss, abnormal bleeding(vaginal, menorrhagia), more frequent urination, abdominal pain. Outcome of following events were updated from unknown to recovered/ resolved: rashes, abnormal bleeding, anemia, vaginal discharge, hair loss. Historical drugs, concomitant drugs, lab data and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, depression, multi gravida, parity 6 and premature birth. Concomitant products included alprazolam (xanax), amlodipine and ibuprofen. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2003, the patient experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), genital haemorrhage ("abnormal, heavy bleeding"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("painful menstruation/ dysmenorrhea (cramping)"), anxiety ("anxious/ anxiety"), rash ("dark rash/breakout/ dark skin rash"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pollakiuria ("more frequent urination"). In 2007, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced anaemia ("anemia") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert") and experienced depression ("depressed"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with iron, paracetamol (tylenol) and surgery (undergo a hysterectomy, left salpingo-oophorectomy, and right salpingectomy with removal of device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, anxiety, depression, female sexual dysfunction, pollakiuria, migraine, headache, nausea, dyspareunia, uterine leiomyoma, fatigue, weight increased and abdominal pain outcome was unknown and the genital haemorrhage, anaemia, vaginal discharge, rash, alopecia, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, pregnancy with contraceptive device, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal heavy bleeding, anemia, vaginal discharge, pelvic pain, and painful menstruation, among other symptoms. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: uterine fibroids, menorrhagia, anemia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: essure coding was updated to essure 205. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("painful menstruation"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy, left salpingo-oophorectomy, and right salpingectomy with removal of device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, vaginal discharge, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of abnormal heavy bleeding, anemia, vaginal discharge, pelvic pain, and painful menstruation, among other symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.